Event description:
It was reported by service report that the brakes are not holding on the foot end of the stretcher and sliding/rolling when pressure is applied to the stretcher from the side of the unit. No pt involvement or adverse consequences are reported.